Event description:
Patient was to receive a blood transfusion as ordered by the md. The nursing unit received the unit of blood from the blood bank with the blood lock on. The code on the patient's blood atx band was "zpx." Three rn's attempted to unlock the lock. On all attempts, the lock would not release. The rn contacted the blood bank, who told the rn that she should enter "rpx" to unlock the bag. The blood bank staff noted that the code was hard for her to read. The lock did open with the code "rpx" and was started as per md order. Follow up reveals that the blood bank staff had difficulty reading the lock codes from their paperwork in their department. The code was clearly legible on the patient's atx band.